Manufacturer narrative:
Patient information was unavailable from the site. Other relevant device(s) are: product ID: bi71000166. A medtronic representative went to the site to test the equipment. The manufacturer representative adjusted the dingus tab and the reported issue resolved. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used for sacroiliac and thoracolumbar procedure. It was reported the pendant indicated the gantry arm was open when it was closed due the arm sensor being unresponsive. This issue occurred intraoperatively and did not cause any surgical delay. There was no reported impact on patient outcome.